Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, oil return valve, and connector male tube were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smell or odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra) and functional analysis. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. No smoke or odor emitted from the vacuum pump during the test cycle. The return of the vacuum pump could not be confirmed. The oil return valve was returned and tested. The unit was unable to pump down normally due to a possible leak. The return of the oil return valve was confirmed. The connector, male tube was not available for return and further analysis. The assignable cause of the odor/smells issue is the vacuum pump, oil return valve, and connector male tube. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).